Manufacturer narrative:
Additional information: patient demographics provided.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the patient tracker lost communication with the interface box of the navigation system. It was reported that multiple ports were attempted to be used without resolution. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.